Manufacturer narrative:
(B)(4). A photo was provided by the customer that showed the outer labeling of the needle. Although no sample was returned for evaluation, inventory from this lot was pulled for evaluation. Two 9001-vc-005 from lot 4456703 were visually inspected upon receipt. No visually abnormalities were observed. All ten (10) 25mm needles were attached to an ez-io power driver and drilled into a hard profile sawbone (105 lbs/ft3). After being successfully placed, the needle stylets were removed. All ten needle stylets were removed smoothly and without difficulty or resistance. No abnormalities were observed. A review of the manufacturing records found that the lot passed all acceptance criteria and there were no findings related to the reported event. Based on the investigation, the complaint could not be confirmed and no cause identified. No deficiencies were identified with the inventory needle sets and the stylets were removed without difficulty.

Event description:
The customer alleges a delay in patient care when trying to separate the stylet from the catheter. The emt did not have a second blue io needle to access the other leg, thus vascular access was achieved via ej (external jugular). Pharmacological protocol was achieved via ej access. The patient's outcome (death) was a md pronouncement.

Manufacturer narrative:
(B)(4). The investigation is incomplete at the time of this report.

Event description:
The customer alleges a delay in patient care when trying to separate the stylet from the catheter. The emt did not have a second blue io needle to access the other leg, thus vascular access was achieved via ej (external jugular). Pharmacological protocol was achieved via ej access. The patient's outcome (death) was a md pronouncement.